Manufacturer narrative:
Concomitant products: product ID 748240, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3387-40, lot # j0504299v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation and the patient stated that ¿stimulation did not work.¿ the patient noted that she had not felt any ¿tingling¿ since ¿two days ago, on saturday.¿ the patient also mentioned that only one green light was coming up on the programmer. Additional information was requested, but was not available as of the date of this report.